Event description:
It was reported that patient had a broken or disconnected lead wire about a month prior to report. It was noted that the patient had 2 leads and he fell about a month prior to report causing one of the wires to disconnect or break or ¿something.¿ it was noted that they were going to transport it to the other wire and that is why they wanted them to change from 4 to 6. It was noted that the patient did not have a patient programmer. Additional information received reported that the patient was reprogrammed with good results. It was noted that not all of the lead was explanted. It was noted that the patient was waiting on getting a new remote since she lost the old one. It was noted that impedance tests showed that no electrodes were out of range.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).